Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a tandem wall power adapter.